Event description:
It was reported that a patient's right atrial (ra) lead exhibited oversensing noise resulting in inappropriate mode switch episodes. On (B)(6) 2025, the physician elected to cap and replace the ra lead. During the procedure, the physician was having difficulty removing the ra and right ventricular (rv) leads from the header of the pacemaker. The pm was explanted and replaced due to elective replacement indicator (eri). The patient was stable following the procedure.